Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown-fischer, t., koch, p. And et al. "The radio-radial external fixator in the treatment of fractures of the distal radius" injury, journal of hand surgery (british and european volume) (1999) 24b:5:604-609 switzerland article. This report is for qty 1 of unknown external fixator. Device is unavailable for return. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, fischer, t., koch, p. And et al. "The radio-radial external fixator in the treatment of fractures of the distal radius" injury, journal of hand surgery (british and european volume) (1999) 24b:5:604-609 switzerland article. In a retrospective study, seventeen (17) displaced and unstable fractures of the distal radius in seventeen (17) consecutive patients were treated with a radio-radial external fixator with a minimal follow up of 12 months. There were sixteen (16) closed reductions and one (1) open reduction. Two (2) schanz screws were inserted in the distal fragment through short skin incisions under x-ray; one through the lister's tubercle and the other through the radial styloid. The pins are placed in the subchondral bone and two other pins were inserted in the distal radial diaphysis. The external fixator and screws were removed after surgery (4-9 weeks) with clinical and radiological review between 12-72 months. Complications included; four (4) patients complained of pain at the fracture site, one (1) patient with tenodesis of the epl tendon with partial recovery, and one re-operation due to inadequate primary reduction. This is report 2 of 2 for (B)(4). This report is for an unknown external fixator construct.